Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was previously receiving morphine (12.5 mg/ml at 13.7 mg/day) and then updated to morphine (50 mg/ml at 13.7 mg/day) via an implantable infusion pump. The pump's indication for use (IFU) was noted as non-malignant pain. The hcp reported a bridge bolus programming error; the drug dose was entered incorrectly. The programming error caused underdose. The hcp did not want to give the patient a "bolus" so he chose the "minimum dose" of 1 mg/day at the refill appointment on (B)(6) 2016. The hcp stated that the patient came back on (B)(6) 2016 and reported withdrawal. The hcp wanted to put the patient back to 13.7 mg/day even though the patient had reported being drowsy while on that dose. It was confirmed again that the hcp really wanted to start the patient back at 13.7 mg/day even though she was without that dose for almost 2 days. The hcp was assisted with reprogramming the pump and the pump was updated. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.